Manufacturer narrative:
A stereotactic biopsy procedure was performed on (B)(6) 2016. The sales rep was present during the case and stated that the device operated as expected and tissue was acquired. At the time of the biopsy procedure the patient was bleeding heavily. The treating physician applied compression and achieved hemostasis. As a standard practice post biopsy procedure, a pressure dressing was offered to the patient however, the patient refused and was sent home. The patient later returned to the ER with a large hematoma in the breast. The ER performed a CT and a 13cm hematoma was found. The patient was sent to the or for surgical intervention where she received 2 units of blood. The patient was transferred to the surgical ICU for observation. Follow-up with the treating physician confirmed that the patient remained in the ICU overnight and has been released from the hospital at the time of this report. Hematoma is a known inherent risk for a biopsy procedure. Based on follow-up information from the treating physician, the patient's refusal of the pressure dressing could have contributed to the event. However, we are unable to confirm based on the event description. The device was discarded by the customer, which prevents a full analysis of the device and its relevance to this event, but it is unlikely that the device was a direct contributor. However, due to the patient consequence of a serious hematoma that required surgical intervention to reduce patient health risk, we are submitting this medwatch report pursuant to 21 cfr 803.

Event description:
The sales rep reported that during a stereotactic breast biopsy procedure the patient was bleeding heavily. The treating physician applied compression and achieved hemostasis. The patient refused a pressure dressing and was sent home. The patient later returned to the emergency room with a large hematoma in the breast. A CT was performed and showed the patient had a 13cm hematoma with active bleeding. The patient was taken to the or for surgical intervention where she received 2 units of blood and was transferred to the surgical ICU.